Event description:
Information received indicates the mattress ticking and fire barrier is breaking down and has allowed blood to seep into the mattress foam.

Manufacturer narrative:
The technician found the eight year old mattress was worn and not properly maintained. The technician replaced the mattress ticking, fire barrier and foam to repair the bed.